Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on appropriately to the verification screen. The pump was exercised for 24 hours with no issues. A review of the pump's suspend history indicated that there were multiple suspensions daily. The history showed that there were corresponding "pump suspend" warnings appropriately emitted for each time the pump was suspended. There was no defect found on investigation.

Event description:
The reporter claimed that the animas pump did not an accurate history of the basal function. According to the patient, the animas pump history shows the pump was suspended several times for a "0 basal" issue. However, the patient denied that the pump was ever suspended for "0 basal." There was no product misuse. The date/time was correctly set. The pump will be return for investigation. There was no patient impact associated with the complaint. This complaint is being reported as a malfunction due to the alleged incorrect history recorded in the animas pump's memory.